Event description:
It was reported on (B)(6) 2026, medical staff used a peripherally inserted central catheter (PICC). The PICC was placed prior to chemotherapy. On the morning of the second day following the completion of chemotherapy ((B)(6) 2026), the patient reported pain, soreness, and discomfort at the catheter insertion site in the right upper limb. A post-procedure ultrasound revealed thrombus formation and perivascular embolism (incomplete occlusion) in the vein where the catheter was placed in the right upper limb. The patient was prescribed 15 mg of rivaroxaban daily for oral anticoagulation therapy. There are many factors that cause thrombosis that have been communicated with the equipment department, and treatment has been taken before clinical treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.